Event description:
The initial reporter received questionable crep2 (creatinine) results from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result was reported outside of the laboratory. The physician questioned the high result prompting the rerun of the patient sample. The initial result was 3.00 mg/dl. The repeat result was 0.6 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 75442501 with an expiration date of 31-jul-2024. The customer found dripping in the cells. The field service engineer (fse) inspected the module and found that the rinse mechanism nozzle was not holding the vacuum due to compromised tubing. He then replaced the gear pump, rinse mechanism tubing, and interlock switch and performed mechanical checks. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.